Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 30-degree endoscope was analyzed, and the customer-reported complaint was confirmed and replicated. The endoscope was evaluated and was found to have a broken wheel and a damaged endoscope cable integrated connector. The cable-integrated connector exhibited corrosion on the electrical contacts and/or circuit board.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 30-degree endoscope triggered error 23003. The customer confirmed there was internal physical damage in the endoscope housing. The endoscope had a rotation issue. The technical support engineer (tse) advised the customer to return the faulty endoscope. The procedure was completed as planned with the 0-degree endoscope. No known impact or patient consequence was reported.